Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01918, and manufacturer report # 3005099803-2014-01917 for the associated device information. It was reported to boston scientific corporation that two resolution clipping devices were used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip failed to release from the delivery catheter. The same problem occured with the second clip. The procedure was completed with a third resolution clipping device. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding these events to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of the clip failed to release from catheter. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the device was fully deployed. The clip assembly was returned together with the yoke. The prongs were locked in to the capsule. A kink was noted in the control wire. The sheath grip was found detached from the over sheath; however, the over sheath was not returned. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01918, and manufacturer report # 3005099803-2014-01917 for the associated device information. It was reported to boston scientific corporation that two resolution clipping devices were used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip failed to release from the delivery catheter. The same problem occured with the second clip. The procedure was completed with a third resolution clipping device. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding these events to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2014: clarification was received indicating that the two clips failed to release from the delivery catheter during a flex sigmoidoscopy procedure. Patient was a female and (B)(6). There were no patient complications due to this event and the patient was stable following the procedure.